Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received battery failed alarm and the pump did not turn on. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Troubleshooting was performed. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. The customer continued to receive battery failed alarms after inserting new batteries and restarting the pump. Customer did not try a replacement battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms or blank display noted. Unit passed the sleep current measurement, active current measurement test, and self test. Thump software was utilized to upload trace/history files properly. The adapt tool reveals multiple failed batt alarms recorded on 03/23/2025 from 23:09:20.000 through 23:22:27.000 in download history files. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: broken belt clip rails, label damage (faded), scratched case and cracked keypad overlay at select button. In conclusion, customer concerns of blank display and failed batt test were not confirmed during testing. Unit powered up properly after battery installation. Unit was tested successfully and no battery related anomalies noted. Unit was also received with broken belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.